Event description:
Customer reportedly obtained a result of 100 mg/dl on the advantage system while unresponsive. Paramedics were called and tested customer at 20 mg/dl on their system 15 minutes later. Customer was transported to the hosp and received glucose. Requested return of suspect system and replacement was sent.